Manufacturer narrative:
The device was returned to olympus for evaluation. Visual inspection on the cups of the device was performed and found no abnormalities as the pins were still intact. The metallic coil of the working length was noted to be broken off exposing the manipulation cable inside. The broken area, where the large coil joint and the small coil meet, measured at 210mm from the distal end with no missing parts observed. The cups would not open or close during operation of the handle. The device became inoperative due to broken the working length. Based on the investigation findings and similar reported events, when the endoscope was angulated or coiled sharply, this would increase the resistance and prevent movement of the biopsy forceps and the jaws from opening; so if force the instrument with resistance to insertion, it could damage to the instrument. The instruction manual warns users ¿reduce the angulation of the endoscope until the jaws could open and close smoothly. Never use excessive force to open or close the cups. Also, when reprocessing, do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion.¿

Event description:
Olympus was informed that during an unspecified therapeutic procedure, a portion of the forceps broke off and fell into patient while being advanced through the scope. It was reported that the device fragment was retrieved with an unknown device. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacture date.